Manufacturer narrative:
Investigation description. The device exhibits no evidence of external damage, abnormal wear, or cosmetic defects. The unit powers on normally when placed on the charging pad, and all user-accessible menu functions operate as intended. Review of the engineering log indicates an abnormal battery depletion rate exceeding design specifications. The condition is consistent with a fault at the main board level. Due to the cost of repair relative to device value, the unit has been designated for scrap. Engineering file included.

Event description:
It was reported that the ilet bionic pancreas experienced rapid battery depletion, with the device discharging from full charge to shutdown within a few hours, consistent with a premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge attributable to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.